Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. His product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -06.00/+1.0/089 (sphere/cylinder/axis), within the same surgery due to excessive vaulting and significant reduction of irido-corneal angles. The lens was replaced during the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.